Event description:
During laparoscopia hernia the protack disposable. Instrument would either not engage or would jam causing dr in order to release the instrument to pull the tissue to staple. The team went through 5 protack disposable instruments with 2 different lot numbers before completing the procedure. Dr. Stated the malfunctioning protacks made the adequate placement of mesh impossible causing bleeding.